Event description:
A chloroprep pad was used to prepare a pt's left antecubital space for the placement of an IV. The nurse squeezed the device once to break the glass ampule and let gravity saturate the sponge. After cleansing the area with back and forth motions, the nurse noticed scratches or tiny slices on the pts arm that bled. Event abated after use stopped or dose reduced: yes.